Event description:
It was reported to boston scientific corp on aug 7, 2008, that an rx ercp cannula tapered tip device was used. According to the complainant, when the device was removed from the biliary tract, " the distal part of the catheter was broken at the junction where the two lumens of the catheter merge into one." It was further reported that the broken device remained in the endoscope and no part of the device remained in the patient. The procedure was completed with another rx ercp cannula tapered tip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
A visual examination of the returned device revealed the single lumen extrusion was detached from the catheter at the bonded joint area. The dual lumen extrusion was found to be wavy in appearance. No defects were noted with the distal end of the dual lumen extrusion or the duckbill valve. The cause of the reported malfunction is undetermined; it is likely attributable to procedural use (i.e. Operational context). The july 2008 15- month biliary cannulas product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.